Event description:
It was reported the device was exhibiting noise on the channel v-tip/v-ring, while used with a competitor lead. The device was then tested with two different leads, with the same results. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. It was reported the device was exhibiting noise on the channel v-tip/v-ring, while used with a competitor lead. The device was then tested with two different leads, with the same results. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications noise.